Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., d.7., h.6.

Manufacturer narrative:
Device analysis: the photograph received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device remains implanted.